Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered shocks for patient's ventricular tachycardia (vt). The physician stated that the patient was non-compliant with the medication. Technical services (ts) reviewed and stated that the rhythm started in the vt zone but soon moved to the ventricular fibrillation (vf) zone. The second shock accelerated the rhythm from vt to vf. Ts recommended programming options and to consider a dft testing. No additional adverse patient effects were reported. This device system remains in service.